Event description:
Pt was undergoing a robotic assisted thoracoscopy. The endo gia stapler (12mm) was inserted into the right chest and the instrument misfired and could not be removed. The procedure was converted to an open procedure and completed successfully.